Event description:
A malfunction alarm was reported by the customer, displaying a malfunction code but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the process, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.